Event description:
The customer reported the m3046a has no sound and there is no technical inop (speaker malfunction inop message). No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported the m3046a has no sound and there is no technical inop (speaker malfunction inop message). No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.